Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exception number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for the adverse event, serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The adverse event variant analysis mode operator's manual under chapter 3, assay operations, sub-section 3.6 - calibration, indicates to calibrate when the control assay value falls outside the standard range and to measure the control sample again to confirm that it falls within the qc range before assaying a patient sample. The most probable cause of the reported event could not be determined; no further information was provided by the customer. Under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Manufacturer narrative:
G.1 - contact office - name/address (and manufacturing site for devices): tosoh hi-tec (manufacturer) 1-37 fukugama minami-machi shunan-shi 746-0042, japan registration no. 8031673 tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6)2017 a customer reported a discrepant sa1c result of 6.4% (normal range 3.8 - 6.0%) run on the tosoh g8 system on (B)(6)2017 with the same sample that was run on a roche analyzer with an sa1c result of 8%. Quality control (qc) was reported to be within acceptable range. The chromatograms were normal. The tosoh result was not reported out of the lab to the physician nor was patient treatment impacted or changed. Repeat samples were requested, but not obtained. No further contact from the customer was received. Root cause of the reported event cannot be determined.